Event description:
It was reported that the lead exhibited increasing threshold and impedance was decreasing by about 50 ohms every month. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found multiple insulation abrasions on the lead. The proximal coil and helix housing were exposed. The damages found are consistent with those caused by friction with another implanted device.